Event description:
Boston scientific crm received information that it was suspected that the battery for this cardiac resynchronization therapy-defibrillator (crt-d) was decreasing more rapidly than expected. Pacing thresholds for both the right atrium and right ventricle were high. The field representative requested a longevity estimate be performed. Technical services determined the device to have less than one year of longevity remaining. No adverse patient effects were reported. Subsequent information indicates that the device was explanted for normal battery depletion. There were no adverse patient effects reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observations were not able to be confirmed.

Manufacturer narrative:
As of today, this device remains in service. No additional information is available. Should additional information become available, this report will be updated. The device is currently undergoing analysis. When additional information becomes available, this report will be updated.